Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated ed: the two locking screws that were removed were completely intact. Concomitant devices reported: 5.0mm ti locking screw l48mm (part# 04.005.538s, lot# unknown, quantity# 2).

Manufacturer narrative:
This report is for an unknown cerclage cable/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent fixation of the left proximal femur in (B)(6) 2020 and was implanted with proximal femoral nailing system (tfna) with lag screw and a cerclage cable. In (B)(6), delayed union was suspected. On (B)(6) 2020, it became apparent that the proximal portion of the proximal femoral nailing system (tfna) had broken. The revision surgery was performed. All hardware was removed. The bone was revised with an angle blade plate. The procedure and patient outcomes were unknown. Concomitant devices reported: tfna fenestrated screw 90mm (part # 04.038.190, lot # unknown, quantity 1); 14mm/130 deg ti cann tfna 380mm/left-sterile (part # 04.037.459s, lot # h810606, quantity 1); 5.0mm ti locking screw w/t25 stardrive 48mm f/im nail-ster (part # 04.005.538s, lot # unknown, quantity 2). This report is for 1 unknown cerclage cable. This is report 5 of 5 for (B)(4).